Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's experienced continuous elevated blood glucose (bg 552-549 mg/dl); cause was not known. Customer delivered a bolus and manual insulin injection to address bg. Due to the additional insulin delivered via insulin injection, customer's bg was 47 mg/dl. Juice was consumed to treat low bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.